Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 426 mg/dl at the time of incident. Troubleshooting found that the pump was unable to complete the pump rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. High blood glucose troubleshooting could not be done due to motor error.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind test due to corroded motor home switch. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to motor error alarm. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.